Manufacturer narrative:
The analysis did show that a heavy residue was inside the handpiece. This causes a stronger wear of the bearings. The bearings have been vibrating and falling apart. Heat up was reproducible. Root cause for the residue is that the handpiece gets not maintained as requested by user instructions.

Event description:
During a standard dental treatment the head of the handpiece heated up and burned the pt on a cheek to the size of a dime. Pt was told to do warm/salt water rinses, no medical care was necessary. Further data of pt are not known. Two patients have been burned with this handpiece, see also MDR #3003637274-2014-00033.